Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient for unknown spinal therapy. It was reported that the rod has slipped. There was patient involved in the event and no further complications were reported. Additional information was received on 2020-aug-14: after the universal screw placement, the rod and the screw plug were put on, and there appeared slipped between the screw plug and the screw wall, leading to unable to fix after the plug was broken, and the rod fell off from the screw slot after the surgery. The second surgery was performed, the slipped screw and screw cap were removed and the screw was re-implanted. This is a post-op event.